Manufacturer narrative:
The product has not been returned. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and a dislodgement. The patient underwent surgical intervention to explant the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory the high threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and a dislodgement. The patient underwent surgical intervention to explant the lead. A new lead was implanted. No additional adverse patient effects were reported.